Event description:
It was reported that prior to a gastric band procedure, a normal looking box was opened to find the sterile packaging opened, resulting in unsterile product. Upon closer inspection, the internal packaging was marked engineers sample and included a sample identification number. The box was perforated, but then had a clear sticker over the sticker to hold the box together. The gastric band had marking on it - black pen. Another like device was used for the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/13/2008. Information anticipated, but unavailable at this time.